Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 2 bd eclipse¿ needles had safety mechanisms that detached, resulting in needle sticks. The following information was provided by the initial reporter: "the safety cap part of the needle, used to close the needle before it is discarded, has snapped off while 2 different staff members were trying to close them resulting in a contaminated needle stick."

Manufacturer narrative:
H.6. Investigation: seventy-nine (79) representative samples were received by our quality team for evaluation. The samples were subjected to eclipse safety shield inspection to check for hub hook breakage or safety shield fall off / break off. All samples passed the eclipse safety shield inspection. The samples were subjected to activation / locking force test. All samples passed the activation / locking force test. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported 2 bd eclipse¿ needles had safety mechanisms that detached, resulting in needle sticks. The following information was provided by the initial reporter: "the safety cap part of the needle, used to close the needle before it is discarded, has snapped off while 2 different staff members were trying to close them resulting in a contaminated needle stick."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 2 bd eclipse¿ needles had safety mechanisms that detached, resulting in needle sticks. The following information was provided by the initial reporter: "the safety cap part of the needle, used to close the needle before it is discarded, has snapped off while 2 different staff members were trying to close them resulting in a contaminated needle stick."